Event description:
Distributor reported to beckman coulter that its customer had previously reported that the rotor broke into pieces but the pieces were contained in the unit.

Manufacturer narrative:
Distributor reported that the rotor was broken into pieces on their customer's statspin vt unit and that the pieces were contained into the centrifuge; and the operator who was right next to the unit experienced a ruptured eardrum from the loud sound had to go to the hospital. According to the customer, there was evidence of sparks from the unit during this event. According to the distributor, its customer elected not to return the unit for further evaluation.